Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 20mm sapien 3 valve in the mitral position. When the 20mm sapien 3 valve and 20mm commander delivery system were inserted into the gore dryseal, the implanting physician said he felt a crack in the commander delivery system catheter. Upon removal of the first delivery system and valve, it was noticed that all the flex was not taken back out of the delivery system. There was no patient injury. A second 20mm sapien 3 valve and 20mm commander delivery system were used successfully.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per engineering evaluation of the returned commander delivery system, there were no cracks on the device identified, and x-ray confirmed no abnormalities. Engineering was able to perform functional testing with no issues noted. At the time of this report, the information available does not suggest the commander delivery system malfunctioned, or that the use or miss-use of the device caused or contributed to an injury. There was no deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this commander delivery system, therefore the event is no longer considered FDA reportable.